Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2017-07228. It was reported that the patient's leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced and effective therapy was restored.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-07228. Additional information received that lead migration was confirmed on x ray (date of x ray unknown) and patient did not report any fall.

Manufacturer narrative:
Corrected data. It was inadvertently reported in the additional report-1 that patient did not report fall. The correct information is included in this report.

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2017-07228. Additional report identified that patient's lead migrated following a fall and x ray was obtained to confirm migration.